Manufacturer narrative:
Stenosis is labeled in the IFU. Occlusion is labeled in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU provides warnings and precautions including: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case is kinked. This failure mode was determined based on the provided event description. A definitive root cause cannot be reported or determined at this time. We will continue to monitor for similar complaints. No additional actions required at this time. The risk is insufficient per qera, the rpns remain at an acceptable level as a result of this complaint.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair. The final angiography showed no problem, so the procedure was completed successfully at that time. On (B)(6) 2011, since the pt complained of gluteal claudication, CT was attempted on an outpatient basis. The CT revealed; the left iliac leg was stenosed by a kink, which caused a decline in blood flow to the left distal site. Other manufacturers' stent (bsj's express, 10mm x 37mm) was placed in the stenosed part to solve it, and the procedure was completed due to an improvement of the blood flow. (#1820334-2011-00259). The left iia was occluded for unk reasons. Although the pt complained of gluteal claudication, the physician judged that it would not be a problem. (#1820334-2011-00260). There has been no pt outcome provided.